Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 27-may-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007 for birth control. Shortly after her essure procedure, plaintiff began experiencing numbness on her right side, vision impairment and loss, pain in her upper right leg, substantial weight gain, extreme fatigue, extreme lack of concentration, substantial hair loss, headaches, heavy bleeding, pain during intercourse, and severe abdominal pain, among other injuries. On or about (B)(6) 2007, she sought treatment for her symptoms. She was tested for multiple sclerosis but the test was negative. On or about (B)(6) 2014, she presented to physician for a salpingectomy to remove the essure coils. She continues to experience right leg pain and numbness, and impaired vision in her left eye. Quality-safety evaluation of ptc received on 14-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) and shortly after her essure procedure, she begun to experience severe abdominal pain and heavy (genital) bleeding among other non-serious events. 7 years later, the devices were removed via salpingectomy. These events are listed in the reference safety information for essure. Considering the close temporal relation and the fact that abdominal pain and genital bleeding may occur during essure use, causal relationship between the reported events and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding"), autoimmune disorder ("autoimmune disorder") and multiple sclerosis ("multiple sclerosis") in a 32-year-old female patient who had essure (ess205) (batch no. 823452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included constipation, enlarged thyroid, hyperthyroidism and goiter nodular. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("extreme fatigue") and nausea ("nausea"). In (B)(6) 2007, the patient experienced multiple sclerosis (seriousness criterion medically significant), visual impairment ("vision problems"), eye disorder ("eye problems") and pelvic pain ("pain"). On (B)(6) 2014, 7 years 3 months after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hemianaesthesia ("numbness on her right side"), visual acuity reduced ("vision impairment and vision loss"), pain in extremity ("pain in her upper right leg"), weight increased ("substantial weight gain"), disturbance in attention ("extreme lack of concentration"), alopecia ("substantial hair loss"), headache ("headaches"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia"), autoimmune disorder (seriousness criterion medically significant), depression ("anti-depressants"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, weight increased, fatigue, disturbance in attention, alopecia, headache, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, autoimmune disorder, depression, multiple sclerosis, bladder disorder, urinary tract disorder, dysmenorrhoea and eye disorder outcome was unknown, the hemianaesthesia, visual acuity reduced and pain in extremity had not resolved and the visual impairment and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hemianaesthesia, menorrhagia, multiple sclerosis, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, visual acuity reduced, visual impairment and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received: the event abnormal vaginal bleeding, menorrhagia, bladder infection, apareunia, autoimmune disorder, anti-depressants, multiple sclerosis, bladder problems, urinary problems, nausea, dysmenorrhea, vision problems, eye problems, essure confirmation test not done, pain added, reporter added, outcome added, lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding"), multiple sclerosis ("multiple sclerosis"), autoimmune disorder ("autoimmune disorder") and blindness ("vision/eye problems type: vision loss") in a 32-year-old female patient who had essure (ess205) (batch no. 823452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included constipation, enlarged thyroid, hyperthyroidism, goiter nodular and vaginal delivery. Concurrent conditions included paratubal cyst, diverticulosis, appendicitis, appendectomy, hiatal hernia, morbid obesity, gallstones, fatty liver, cervicitis and abdominal pain lower. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("extreme fatigue") and nausea ("nausea"). In (B)(6) 2007, the patient experienced multiple sclerosis (seriousness criterion medically significant), eye disorder ("eye problems"), visual impairment ("vision problems") and pelvic pain ("pain"). In 2008, the patient experienced depression ("anti-depressants"). On (B)(6) 2014, 7 years 3 months after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), blindness (seriousness criterion medically significant), hemianaesthesia ("numbness on her right side"), visual acuity reduced ("vision impairment and vision loss"), pain in extremity ("pain in her upper right leg"), weight increased ("substantial weight gain"), disturbance in attention ("extreme lack of concentration"), alopecia ("substantial hair loss"), headache ("headaches"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection") and female sexual dysfunction ("apareunia"). The patient was treated with nsaid's, leuprorelin acetate (lupron depot-3 month), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, multiple sclerosis, autoimmune disorder, blindness, eye disorder, weight increased, fatigue, disturbance in attention, alopecia, headache, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown, the visual impairment and pelvic pain had resolved and the hemianaesthesia, visual acuity reduced and pain in extremity had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, blindness, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hemianaesthesia, menorrhagia, multiple sclerosis, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, visual acuity reduced, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: vision loss event was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding"), multiple sclerosis ("multiple sclerosis"), autoimmune disorder ("autoimmune disorder") and blindness ("vision/eye problems type: vision loss") in a 32-year-old female patient who had essure (ess205) (batch no. 823452(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included constipation, enlarged thyroid, hyperthyroidism, goiter nodular and vaginal delivery. Concurrent conditions included paratubal cyst, diverticulosis, appendicitis, appendectomy, hiatal hernia, morbid obesity, gallstones, fatty liver, cervicitis and abdominal pain lower. On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2007, the patient experienced fatigue ("extreme fatigue") and nausea ("nausea"). In november 2007, the patient experienced multiple sclerosis (seriousness criterion medically significant), eye disorder ("eye problems"), visual impairment ("vision problems") and pelvic pain ("pain"). In 2008, the patient experienced depression ("anti-depressants"). On (B)(6) 2014, 7 years 3 months after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In september 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), blindness (seriousness criterion medically significant), hemianaesthesia ("numbness on her right side"), visual acuity reduced ("vision impairment and vision loss"), pain in extremity ("pain in her upper right leg"), weight increased ("substantial weight gain"), disturbance in attention ("extreme lack of concentration"), alopecia ("substantial hair loss"), headache ("headaches"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection") and female sexual dysfunction ("apareunia"). The patient was treated with nsaid's, leuprorelin acetate (lupron depot-3 month), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, multiple sclerosis, autoimmune disorder, blindness, eye disorder, weight increased, fatigue, disturbance in attention, alopecia, headache, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown, the visual impairment and pelvic pain had resolved and the hemianaesthesia, visual acuity reduced and pain in extremity had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, blindness, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hemianaesthesia, menorrhagia, multiple sclerosis, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, visual acuity reduced, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.